Event description:
The pt reported that she received a low power pack warning, but she was too tired to change out the power pack and went to sleep. When the pt woke up she saw that the power pack was completely dead, so she tried to change it out, but it was stuck in the infusion device. The pt's blood glucose did elevate to 398 mg/dl due to her not being able to change out the power pack. The pt administered injection therapy to counteract her high blood glucose. The pt tried several techniques to get the power pack out, but it still would not come out of the infusion device. No medical treatment was necessary. The product has been requested for return to be evaluated.